Manufacturer narrative:
The unit was received in and visually inspected. It was found that the enclosure was cracked near the drain fitting. When testing was done, the customer complaint of leaking was confirmed. Root cause was determined to be user error from wear and tear.

Event description:
It was reported that the device was leaking at the drain.